Event description:
Complainant alleged that during staff training by facility, the device did not shock per facility's protocol sequence of 200 joules, 200 joules, and 360 joules, but consistently administered shocks of 200 joules, 360 joules, and 360 joules. The complainant indicated that there was no patient involvement in the reported malfunction.